Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.5/+1.5/063 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2018. The reporter indicated the lens had excessive vaulting. The lens remains implanted. At one week review, the patients intraocular pressure was 20mmhg and pupil was reactive even though seems slower. The patient is being monitored.

Manufacturer narrative:
Corrected data: (B)(4). Claim# (B)(4).